Event description:
The advocate stated her husband received a blood glucose reading of 548mg/dl from the contour meter, re-tested on a different meter and received 212mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was allegedthe test strips are to be returned for evaluation.a new kit was sent to the customer.